Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending (lad) artery. The 2.8 x 19 mm graftmaster covered stent was advanced and the stent was attempted to be deployed; however, the stent would not expand. Several attempts were made to expand the stent, but the attempts were not successful. Therefore, the graftmaster device was to be removed; however, during removal the unexpanded stent became dislodged and remained in the patient. A balloon was used to attempt to expand the stent but was unsuccessful. The stent was left free floating, and the perforation was treated with a coil. Post procedure, the patient was admitted to the intensive care unit (ICU) for observation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.